Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was returned for product evaluation. The hemostasis sheath was returned completely unmated from the carrier tube assembly. Dried collagen was returned separately as well. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was completely removed from the hemostasis sheath and the anchor was found stuck into the hemostatic valve. The deployment sleeve of the carrier tube was in the rear lock position with color bands fully exposed. The suture still uncut and connecting the carrier tube and hemostasis sheath. The bypass tube was found dislodge at the proximal end of the carrier tube assembly and the tamper tube was exited from the tube. Dried collagen was trimmed and returned separately as well. No other visual anomalies were noted with the device. Manual force was applied but was unable to remove the anchor from the hemostatic valve. No functional testing was performed due to the anchor was stuck into the hemostatic valve. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not positioned in the full forward lock position, or an obstruction to the anchor posting to the distal tip may have led to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a renal stenting case, the common femoral artery was accessed. The case and access were fine. Upon deployment of the angio-seal device everything felt fine, the physician pulled out the dilator and wire, inserted the device, and separated from the sheath as usual. It felt fine, however, upon pulling back no resistance was felt, and the device came fully back. There was no suture, tamper tube or anything showing. The patient had hemostasis. The pulses seemed fine and no hematoma was noted. They looked at the device and the plug seemed to be there, however; they were not sure on the anchor. The procedure was successful and there was no patient injury/medical or surgical intervention required.